Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Patient reported ¿grade iii capsular fibrosis,¿ ¿suspected implant rupture,¿ ¿implants have moved upwards,¿ ¿severe left chest pain,¿ "inflammatory changes," and ¿psychological stress." This record relates to the left side. The device has been explanted.